Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) had sticky haptics, sticking to the edge of the optics or at the back of the iol. No patient injury was reported and the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No discrepancies or defects were found related to the complaint types reported. No deviation or non-conformance (ncr) was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown, gender/sex: unknown, date of event: unknown, if implanted, give date: unknown, if explanted, give date: na (not applicable) to date, the lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.